Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a reservoir leak; insulin was leaking into the insulin pump's reservoir compartment. The patient's blood glucose at the time of incident was 268 mg/dl. During troubleshooting the customer could not identify any splits or cracks in the barrel. The location of the leak was at the bottom of the reservoir. The reservoir will be returned for analysis.